Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported, that early on, they had been on cycling, but that caused problems so they worked with a nurse about a year and half after implant and cycling was taken off. There was no other available information regarding this event, at the time of the report. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Correction to aware date, the aware date in the previous supplemental report should have been (B)(6) 2017.

Manufacturer narrative:
Upon additional review of the file it appears that the previously submitted (B)(4) does not properly capture the patient's alleged issue. There does not appear to be an identified product malfunction, rather it appears there was an ill-defined patient symptom which was the root cause of the reported need to take the device off cycling. Thus the coding in the file should be corrected to read as below. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.